Manufacturer narrative:
(B)(4). Batch #unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during the total gastrectomy., end-to-end anastomosis of esophagus and jejunum, after the device was fired, it was noted that all staples were malformed with irregular shapes. Another device was used to complete the surgery. There was no patient consequence reported. No additional information can be provided.